Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had horrible pain where the stimulator was. There was no swelling or redness. The patient felt it was leaning up against something. The patient would stand up but couldn¿t walk/had problems walking. This was new pain for the patient. It had started about a year ago and had gotten progressively worse. There had not been any falls or accidents. The patient had been in bed for 2 weeks because she couldn¿t walk. The patient did not know if it was arthritis, scar tissue or something else as she did have other health issues. The patient could wiggle the stimulator back and forth. The patient did not have a managing physician. Additional information about the outcome was requested, if received a follow up report will be sent.